Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the system was communication with the navigation system, but after the 3d spin occurred the image showed as no nav tag. The site took another spin and that on had the nav tag and was able to be used for the case. There was less than an hour delay in the procedure. No impact on patient outcome.